Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for radiculopathy, failed back surgery syndrome an d spinal stenosis. The patient stated that since the device was put in it never worked. It went to their legs instead of their back. They tried and tried but could not get the device adjusted right. The patient had the device removed. No further complications were reported/are anticipated.